Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and a low battery alarm during normal use. The customer's blood glucose reading was 376mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alarms or off no power anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No unexpected restart or external ram crc error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test or occlusion test due to the prime anomaly. No resetting of time and date noted. The pump was received with minor scratches on the lcd window.